Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) due to experienced syncope and asystole symptoms. During the visit, the device was interrogated and found to have recorded multiple non-sustained ventricular tachycardia (nsvt) events and a lead safety switch (lss) was observed to have been triggered due to high out of range pacing impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) and requested a review of device data to confirm device operation. Upon review, ts noted that the rv lead also exhibited, high pacing thresholds, oversensing noise and pacing inhibition. Ts discussed possible causes with the hcp and advised for cardiology to be consulted for further analysis of the stored data and programming changes. No additional adverse patient effects were reported. At this time, the pacemaker and this rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).